Manufacturer narrative:
Concomitant product: 4965-35 lead implanted: (B)(6) 2001.

Event description:
It was reported that during a routine device replacement procedure, the patient's right atrial (ra) lead exhibited no capture, no sensing, high impedance, and was possibly fractured. The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.